Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) surgery, the connection screw of the tfna handle would not disengage from the nail at the end of the case. The nail had been implanted. The connection screw had to be stripped to get the screw out of nail. The surgery was completed with a delay of 30-45 minutes. The handle was used with an alternate connection screw in a subsequent case without difficulty. This report is 1 of 2 for (B)(4).